Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that therapy was restored.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 (related manufacturer reference number: 3006705815-2025-04052 and 3006705815-2025-04053) monopolar bovie was used, due to which the ipg became inoperable. As such, the ipg was explanted and replaced to address the issue.

Event description:
It was noted that the one of the leads was dislodged from the ipg header. The healthcare provider also soaked the ipg into saline water resulting in high impedance.